Event description:
It was reported that the gastrointestinal videoscope had an image go completely black. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on s (scope)-connector, the image is not displayed. The most probable cause of this reported issue is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.